Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex pusher wire was returned inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex braid was not returned with the pusher wire. ¿damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. The pusher wire was found bent at ~82.0cm from the distal tip and kinked at ~34.0cm from the proximal end. ¿testing/analysis: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿migration after deployment¿ report could not be confirmed based on device analysis. Possible causes of migration after deployment include the pipeline being incorrectly sized to the vessel and poor braid placement and/or wall apposition. However, the cause could not be determined. The customer¿s ¿braid foreshortening¿ report could not be confirmed based on device evaluation. Possible causes of braid foreshortening include an incorrectly sized braid for the vessel. However, the cause could not be determined as the pipeline flex braid was not returned. In addition, the pipeline flex pusher wire was found to be damaged (bent/kinked). The damage likely occurred when the customer attempted to advance the pipeline flex device through the catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline had migrated beyond the aneurysm failing to cover the dissection post angiography. The patient was undergoing surgery for treatment of a fusiform, unruptured, vertebral artery dissecting aneurysm with a max diameter of 4.7 mm and a 17 mm neck diameter. Landing zone: distal: 2.81 mm and proximal: 2.34 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered the pru level was reported to be 1. The angiographic result post procedure showed a vertebral artery dissection. It was reported that the surgeon selected a 350-25 stent based on intraoperative measurements. After deployment, the surgeon discovered insufficient coverage of the proximal lesion, so placed a 375-35 stent as a bridge. Angiography after the bridge demonstrated unobstructed blood flow in the parent artery. After angiography, the surgeon retrieved the guidewire and discovered that the first stent had rebounded beyond the aneurysm, failing to cover the dissection. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 microcatheter, synchro guidewire, 5f 115 navien catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported after the pipeline migration was observed under angio, another stent was implanted and the neck was mostly covered. To reduce prolonging the surgery any longer, the procedure was then ended. The first pipeline was not implanted at the intended location but remains in the patient with a second stent implanted as well. It was suspected by the surgeon that during deployment of the second stent, the pushwire may have interfered with the previously implanted pipeline, causing contraction/migration of the first pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline had migrated beyond the aneurysm failing to cover the dissection post angiography. The patient was undergoing surgery for treatment of a fusiform, unruptured, vertebral artery dissecting aneurysm with a max diameter of 4.7 mm and a 17 mm neck diameter. Landing zone: distal: 2.81 mm and proximal: 2.34 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered the pru level was reported to be 1. The angiographic result post procedure showed a vertebral artery dissection. It was reported that the surgeon selected a 350-25 stent based on intraoperative measurements. After deployment, the surgeon discovered insufficient coverage of the proximal lesion, so placed a 375-35 stent as a bridge. Angiography after the bridge demonstrated unobstructed blood flow in the parent artery. After angiography, the surgeon retrieved the guidewire and discovered that the first stent had rebounded beyond the aneurysm, failing to cover the dissection. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 microcatheter, synchro guidewire, 5f 115 navien catheter.

Event description:
Medtronic received a report that a pipeline had migrated beyond the aneurysm failing to cover the dissection post angiography. The patient was undergoing surgery for treatment of a fusiform, unruptured, vertebral artery dissecting aneurysm with a max diameter of 4.7 mm and a 17 mm neck diameter. Landing zone: distal: 2.81 mm and proximal: 2.34 mm. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment was administered the pru level was reported to be 1. The angiographic result post procedure showed a vertebral artery dissection. It was reported that the surgeon selected a 350-25 stent based on intraoperative measurements. After deployment, the surgeon discovered insufficient coverage of the proximal lesion, so placed a 375-35 stent as a bridge. Angiography after the bridge demonstrated unobstructed blood flow in the parent artery. After angiography, the surgeon retrieved the guidewire and discovered that the first stent had rebounded beyond the aneurysm, failing to cover the dissection. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 microcatheter, synchro guidewire, 5f 115 navien catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.